Event description:
The customer called to report high blood glucose for two days. The customer then stated he was hospitalized for high blood glucose and the reading was over 500 mg/dl. During the phone call the customer realized that he had filled the reservoir with the wrong insulin prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.